Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure the was sheath was found to be kinked. The physician cancelled the procedure and will reattempt at a later date. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman truseal access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020, batch # 0036910232. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: a watchman truseal access system (was) was returned for device analysis. Visual inspection found numerous kinks in the sheath. Product analysis confirmed the reported sheath kink. Inspection of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. Risk review: a risk review of the watchman truseal was completed and confirmed that the event of sheath kink (procedure cancelled) was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure the was sheath was found to be kinked. The physician cancelled the procedure and will reattempt at a later date. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure the was sheath was found to be kinked. The physician cancelled the procedure and will reattempt at a later date. The patient condition following procedure was stable.